Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 74 mg/dl. The customer stated that the customer had to call paramedics for assistance. The doctor called her to let them know there was something wrong with the pump, so they sent him home on his old pump. The customer did not troubleshoot and did not send the product back for analysis.